Manufacturer narrative:
Title: analysis of the impact of eea stapler size on risk of anastomotic complications in colorectal anastomosis: does size matter? Source: techniques in coloproctology 08 february 2020 https://doi.org/10.1007/s10151-020-02155-3. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study performed from january 2013 to may 2018 who underwent left-sided resections with a colorectal anastomosis using an eea stapler. The goal was to examine the impact of the eea stapler size on the risk of anastomotic complications in left-sided colorectal resections. Four hundred seventy-three cases were evaluated, 185 were in the 25¿29 mm stapler group and 288 in the 30¿33 mm stapler group. The study confirmed 25¿29 mm eea staplers were associated with an increased rate of anastomotic stricture compared to 30¿33 mm staplers in left-sided colorectal anastomoses. Complications reported included: anastomotic leak = 15 patients, anastomotic stricture =16 patients. Readmission was needed in 39 patients and some of them had anastomotic reoperation or endoscopic intervention.